Event description:
The 12 hour etoposide crystallized in the tubing. Pharmacy was notified and medication sent to pharmacy for evaluation.the crystallization occurred in the portion of the tubing that nursing attached. There were no crystals in the admixture bag. The admixture was compounded according to manufacturer's instructions and within the solubility limits. After a review, the pharmacy department believes the issue was related to the new chemotherapy tubing setup with either two possibilities. The first possibility is that the manufacturer of the tubing stated the tubing only needed to be changed every seven days. This product may require more frequent changing. The second possibility is that the setup may not be dehp free. Pharmacy manager has contacted central supply manager for follow-up with the manufacturer.